Manufacturer narrative:
B3: event date was updated to (B)(6) 2021 as the procedure date was provided so event date was estimated as 3 months post index procedure. Procedure physician name: dr. (B)(6). Facility name: (B)(6) hospital. Facility city: (B)(6). Facility state: (B)(6).

Event description:
It was reported thrombosis and stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. The patient was placed on xarelto with an anticipated follow up at 45 days post index procedure. A few months post index procedure, the patient had a stroke. The physician believes a thrombus was attached to the closure device. There were no further patient complications or details reported.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Procedure physician name: dr. (B)(6). Facility name, city and state: (B)(6).

Event description:
It was reported thrombosis and stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. A few months post index procedure on an unknown date, the patient had a stroke. The physician believes a thrombus was attached to the closure device. There were no further patient complications or details reported.